Event description:
The account alleged that while the pt was in the bed the pt position module led's started flashing. The account alleged that the pt got out of the bed and fell. The account alleged that the pt position module did not alarm.

Manufacturer narrative:
The tech investigated and the account stated that the bed exit alarm is not functioning which caused the pt to be allowed to exit the bed and fall. The tech inspected the bed and found the pt position module function to be operating as designed and all bed exit functions operated as designed. The account stated the pt was not injured in the fall.